Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and receive request to rewind the insulin pump and complete rewind. Customer performed self test and it was fail. No harm requiring medical intervention was reported. The customer will discontinue the use of device. The product will be returned for analysis.

Manufacturer narrative:
Customer complained about the unit having a software error & device error 23 & device error 75 on event date august 21, 2022. The unit was able to pass the following tests: displacement test, active current test, sleep current test, and self-test. Successfully downloaded history files and traces using thus. No software error & device error 75 & device error 23 occurred during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Software error was present in history download on event date of august 21, 2022 06:48 am esf#(B)(4), file number=2005, line number= 5632. Device error 75 occurred on august 21, 2022 11:17 am in history files and traces. Device error 23 occurred on august 21, 2022 06:48 am-11:07 am and this was expected. P-cap was tested and locked into place properly. Device was cut to perform visual inspection and found evidence of moisture damage on the following: electronic assembly & force sensor. In addition, j7 and j6 connectors were not plugged in properly. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, overlay scratched, pillowing keypad overlay, cracked belt clip rails, broken belt clip rails, cracked case (battery tube), stained serial label, keypad overlay texture damage, j6 not plugged in properly. Software error was confirmed due to software defect. Device error 75 is confirmed due to j6 connector not plugged in properly. Device error 23 is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.